Event description:
A report was received that the patient underwent a revision procedure, wherein a rechargeable ipg was implanted, for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure, wherein a rechargeable ipg was implanted, for an unknown reason.